Event description:
Attempted to discontinue foley. Balloon would not deflate, cut and still would not deflate. Md attempted to insert guidewire to remove possible obstruction. No results. Taken to radiology to remove under fluoroscopy. Extra expense for pt having to go to radiology.